Manufacturer narrative:
H6; bent cartridge lockout tab. Based upon the inquiry info received and the visual examination, it was concluded that instrument a was returned with broken firing trigger teeth and a broken firing trigger post. Instrument b was returned in good physical condition. No testing could be performed on a due to the returned condition. No conclusion could be reached as to how this damage occurred. Instrument b was cycled, fired, cut, and formed the staples within design specification. The returned cartridge had a bent lockout tab on the pan which indicates that the instrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged.

Event description:
It was reported during a laparoscopic oophorectomy the first device would close but failed to fire. A second device was pulled and it also failed to fire. Surgeon removed device and another atw35 worked successfully. There was no consequence to the pt.